Event description:
Woke up and eye was swollen, scaled with pus. Contacts burned and itched so he stopped wearing them. Went to optometry department, gave him eye drops and told him not to wear contact lenses. Eye drops aggravated symptoms. Went back for different prescription. Symptoms persisted. Went to different doctor. Still have some discharge.